Manufacturer narrative:
The product details are currently not available therefore production documents review is not possible. The missing information was requested to the complaint source and a final report will be submitted after the investigation.

Event description:
The patient previously underwent surgery using limacorporate smr implants following a proximal humerus fracture. The initial surgical plan was a reverse shoulder arthroplasty; however, due to an intraoperative glenoid fracture, a cta hemiarthroplasty was performed instead. This construct subsequently failed and has been dislocating for the past eight months. A revision surgery was performed with removal of the glenoid component of the smr implant. The patient is a 59 year old female with a bmi of 27.34. Event occurred in portugal.